Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the gripper actuation issue. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve. Grasping was attempted, but it was noted that the grippers did not appear to be lowering. Troubleshooting was preformed, but there was no gripper movement seen. The cds was removed from the anatomy. The grippers were checked outside of the body and the first time they were lowered they did not move; however, the second time, one lowered fully and one only about halfway. A new cds was used. Two clips were implanted, reducing the mr to 1-2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). All available information was investigated and the reported gripper actuation issue was not confirmed during retuned device analysis. A review of the lot history record revealed no manufacturing nonconformities to the reported lot. Additionally, a review of the complaint history did not identify a lot specific product quality issue. All available information was investigated and a definitive cause for the reported gripper actuation issue cannot be determined in this incident. There is no indication of a product quality issue with respect to manufacture, design, or labeling.